Event description:
The pump was returned for investigation. Investigation revealed a cracked and dim/faded display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a cracked and dim display screen. During investigation, the black box was reviewed and showed the pump rebooting on (B)(4) 2013. Unrelated to the display issue, the battery cap threads were found to be stripped and the battery compartment was cracked. The pump was disassembled during evaluation and the internal battery was found to be leaking. The audio bolus button was found to be torn during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.